Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -12.5/2.5/094 (sphere/cylinder/axis) became stuck in the cartridge or injection system. The lens was intraoperatively implanted, removed, and replaced on (B)(6) 2024. There was patient contact, but no patient injury. The problem was resolved. Cause of the event is unknown.

Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Manufacturer narrative:
(B)(4).